Manufacturer narrative:
The straight, sharp edge along what is described as the tear of the bag indicates that it was cut prior to removal. Also, along the cut edge, it becomes more ragged, which indicates a tear. A small cut or other instrument damage during surgery is evident. If the retrieval bag is damaged across the side seal, the bag will tear if extreme force is used to pull it out through the trocar defect. The strength of the side seal is greater at 40 lbs force than the strength of the material; damage to this seal will reduce the overall strength of the bag. Note: because an MDR was not initiated via medwatch within the 30-day time line, anchor products is submitting this MDR after the fact.

Event description:
Customer incident report form indicates: "bag ripped during procedure." No other reportable info regarding the incident was made available.